Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the first 26mm sapien valve was prepped and positioned in a 60:40 aortic position, however, during deployment the valve shifted aortic resting 80:20 within the native annulus. Per report, the valve had been placed with adequate rapid pacing and decrease in blood pressure. The resulting placement was satisfactory. Post deployment echocardiogram (tee) however, showed 3+ cai and no pvl and although the wire was manipulated and removed there was no change in cai. In order to troubleshoot, the decision was made to implant a second valve. The second valve was prepped and positioned slightly lower than the first with no cai and no pvl noted after the valve deployment. The 24f sheath was surgically removed without issue and the groin was closed. The patient was noted to have remained stable throughout the procedure. Additional information provided by the clinical specialist (cs), indicated the patient did not have severe ventricular septal hypertrophy, did not have a calcified sinotubular junction, the aortic valve was moderate to severely calcified and the ejection fraction was 55%. Additionally, the image intensifier angle was noted to be good, coaxial alignment was fair although a little more aortic on the non coronary cusp side, balloon inflation was held for 3 seconds during deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient; however, per report, there was no device malfunction. A device history review (DHR) for the valve was completed and the device met manufacturer's specifications prior to distribution of the device. Furthermore, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the reported event cannot be confirmed; however could possibly be related to a combination of patient factors (moderate to severely calcified native annulus) and procedural factors (fair coaxial alignment, more aortic on the non coronary cusp side). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.